Event description:
It was reported that burr detachment occurred. A 1.50mm peripheral rotalink plus was selected for use. During preparation, it was noted that there was no burr attached to the catheter tip. It is unknown if the burr was already detached upon removal from the packaging or detached during testing of the device. There was no damage noticed on the original packaging. The procedure was completed using an additional rotalink plus. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the peripheral rotalink plus atherectomy device. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil was stretched and broken at the point of detachment confirming the reported event. A photo provided showed the stretched and broken coil in accordance with findings during analysis.

Event description:
It was reported that burr detachment occurred. A 1.50mm peripheral rotalink plus was selected for use. During preparation, it was noted that there was no burr attached to the catheter tip. It is unknown if the burr was already detached upon removal from the packaging or detached during testing of the device. There was no damage noticed on the original packaging. The procedure was completed using an additional rotalink plus. No patient complications reported.